Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. The customer contact reported that after an unspecified length of time in use, the tubing separated from the arm of the clave y-site. A leak of chemotherapeutic agent was noted. The solution that leaked was cleaned up per the user facility's protocol. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.